Manufacturer narrative:
Date sent to the FDA: 01/24/2020. Additional h-3 summary: a picture was returned for analysis. Upon visual inspection of the picture, the following was observed. An open foil packet and a winding former with a detached needle and an un-dispensed suture of product code w3442 lot # mlz246 could be observed. No conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mlz246, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm out of qty 3 involved, how many total devices noticed with detachment issue before use on patient- pre-op while dispensing or in package? And how many total devices noticed with detachment issue during use on patient- intra-op? Note: events reported in 2210968-2019-90148, 2210968-2019-90149, and 2210968-2019-90150.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when the doctor performed the first stitch, he found that suture thread pulled out from the needle swage. There were no adverse patient consequences reported. Additional information has been requested.